Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from april 29, 2021 - april 30, 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. There was no evidence of fluid inside the bag. The blue winged luer cap was observed to be securely tightened. Functional leak testing was performed by filling the device. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked near the blue winged cap. This issue was identified after filling at the hospital. The pharmacist securely tighten the blue winged cap once again; however, leakage was still observed. There was no patient involvement. No additional information is available.